Manufacturer narrative:
After further review MFR#(B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsmelody¿ biohazardous wasted leaked outside of instrument. The following information was provided by the initial reporter: customer reports a leakage from the bottom compartment of the instrument. Instrument is still performing ok. 1. Was the leak liquid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of liquid under pressure? No 4. What was the fluid that leaked? Unknown 5. Did biohazard leak before or after waste line? Unknown 6. Was the waste mixed with decontamination/bleach? No 7. Was the customer / bd personnel physically in contact with the fluid? No additionally, on 2021-03-22 the fse provided the following additional information: what was the fluid that leaked? Biohazard did biohazard leak before or after waste line? After waste line

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsmelody¿ biohazardous wasted leaked outside of instrument. The following information was provided by the initial reporter: customer reports a leakage from the bottom compartment of the instrument. Instrument is still performing ok. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the waste mixed with decontamination/bleach? No. Was the customer / bd personnel physically in contact with the fluid? No. Additionally, on 2021-03-22 the fse provided the following additional information: what was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line.